Event description:
During a routine check of the feeding device, it was discovered that the tubing had detached and was coiled within the stomach. The endoscope was in place and the tubing was removed with the aid of forceps. There were no reported adverse affects towards the patient.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. This device has not been received by this manufacturer, and an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.